Manufacturer narrative:
Corrected data: e1 - initial reporter. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during a trial lead explant on (B)(6) 2024, one of the lead contacts came off and remains in the patient¿s spinal cord.

Manufacturer narrative:
A lead contact broke off was reported to abbott. It was determined that during a trial lead explant, one of the lead contacts came off and remains in the patient¿s spinal cord. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.